Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 01 and watchdog errors were found during device log review which confirms the reported event. The device was investigated by local engineer team. At start up, the error 01 was triggered. The reported event was reproduced. The device was disassembled. No traces of liquid contamination were found. The engine rotation sensor has been studied. Nothing wrong was noticed. Due to the fact that several watchdog errors were reported in the event log file, it was concluded that the cpu board could be defective. Cpu board was replaced only for test and fault confirmation. The pump operates in normal parameters after replacing the cpu board which was sent to brézins for further investigation. During visual check, a slight scratch on the cpu board was noticed without visibly damaging the components. Measurements were carried out on the board with our laboratory device. There was no output from the microstep driver (u18 component) which could not drive the pump motor leading to the error 01. Therefore the cause of the reported event is likely due to the defective cpu board. To our knowledge this complaint is not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
During the preparation of the device with an infusion line, the pump showed the error 01-002 "motor rotation".